Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that a camera head communication error code (e244) occurred during an inspection for use involving an olympus camera head. There was no patient involvement